Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that there is no atrial lead, so no atrial rate is available. Technical services (ts) advised the emergency room physician to discuss with cardiology. The patient reported feeling dizzy. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that there is no atrial lead, so no atrial rate is available. Technical services (ts) advised the emergency room physician to discuss with cardiology. The patient reported feeling dizzy. The device remains in use. No additional adverse patient effects were reported.